Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient dropped the ilet, resulting in a broken and inoperable screen, and a replacement device was arranged with instructions on relearning and startup, while the patient used backup therapy and continued dexcom g6. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included no medical intervention and continuation of therapy using backup methods. Investigation included collection of event details, request for device return, and review of images provided by the caller. Investigation of this device revealed physical damage to the display component consistent with accidental impact, resulting in loss of device usability without internal functional alarms or software faults. It was concluded, based on previously established findings for similar reports, that the cause was user-induced accidental damage.